Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked approximately 58.0 cm from the proximal. The introducer sheath was bent in its distal region. Conclusions: evaluation of the returned device revealed that the pusher assembly was kinked. This damage was likely a result of forcefully advancing the ruby coil at extreme angles. Further evaluation revealed the distal portion of the introducer sheath was bent. This damage was likely incidental and likely occurred during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a large pulmonary arteriovenous malformation (avm) using ruby coils. During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) along with a neuron 6f 070 delivery catheter (neuron 070) into the target vessel and then advanced a lantern delivery microcatheter (lantern) through it. Next, the physician successfully deployed and detached twenty ruby coils into the avm using the lantern. While attempting to advance a new ruby coil through the lantern, the technologist inadvertently kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.